Manufacturer narrative:
(B)(4). The customer reported the unit was not charging the battery on ac power, but the ac indicator light was lit. There was no report of patient involvement. The unit was evaluated by a philips field service engineer and the issue was verified. The ac power module was replaced to resolve the reported issue.

Event description:
The customer reported the unit was not charging the battery on ac power, but the ac indicator light was lit. There was no report of patient involvement.